Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device and transvenous defibrillation lead exhibited noise on the rate/sense channel. The device is programmed to vvir and the patient is pacemaker dependent.